Event description:
(B)(4).

Manufacturer narrative:
Steris's investigation found that there was an error in reporting the incident by the user facility. Although the facility medwatch indicates that "the biological had failed", the facility now confirms that there were no biological indicator failures. Rather, the facility now reports that the sterilizer detected an irregularity associated with the unit's high pressure pump during a processing cycle. As expected, the sterilizer aborted the cycle, and the facility re-processed the scope in another sterilizer causing a 10 minute procedural delay. A steris service technician inspected the system 1 processor and verified that it was operating properly; the reported hp error code could not be duplicated. In addition, all biological and chemical indicators evidenced passing results. All other diagnostic and processing cycles prior to and after the reported event also evidenced passing results. The system 1 processor has remained in use and no further issues have been reported with the equipment. The unit is not under steris service contract and is currently maintained and serviced by a third party. Steris offered to conduct additional in-service training regarding the proper operation of the system 1 processor however, the user facility declined.